Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the customer indicated encountering errors c-00 and c-34 while using a monopolar device. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised restarting the vio dv integrated electrosurgical unit (iesu), but the issue persisted. It was explained that the viodv might require repair. The customer planned to reconnect the power cable of the viodv and, if the issue persisted, to call back for further assistance. Later, the customer inquired about using a force triad with the surgeon side console (ssc). The tse provided guidance on connecting the cables, and it was confirmed that the setup worked properly. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found errors confirming that the issue occurred in the field. Upon visual inspection, found no issues related to the reported problem. The erbe was tested using a well-known system and the unit displayed c-34 errors on startup. The unit will be returned to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis, which indicates that the system may have contributed to the customer reported complaint. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.